Event description:
The patient was undergoing a coil embolization procedure in the left posterior communicating artery (pcom) using penumbra smart coils (smart coil), a penumbra smart coil detachment handle (handle), and a non-penumbra microcatheter. During the procedure, the physician advanced a smart coil into the target vessel and attempted to detach it using a handle; however, the smart coil failed to detach. Therefore, the physician manually detached the smart coil. It was reported that upon manipulation of the pusher assembly after detaching the smart coil caused several loops of the smart coil to move and protrude slightly from the aneurysm sac. The physician then used a balloon catheter to reshape the detached smart coil in the aneurysm and caused a dissection in the internal carotid artery (ica). The dissection was not related to the smart coil. The procedure had ended at this point. There was no report of an adverse effect to the patient related to the smart coil.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.